Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infused during volumetric test " was not reproduced. Evaluation sent device to flow line for flowrate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 40ml, the test resulted in 41.930ml which is an error percentage of 4.825% and is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during volumetric test in the biomedical service department. There was no patient involvement. No additional information is available.